Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
During the procedure, it was reported that the wall of the microcatheter broke without fragments after coming into contact with the guide catheter. The catheter was kinked inside the probe 4f prior to the break. No patient injury was reported as a result of the procedure.